Event description:
It was reported to ge, in a medwatch form, that the table tilted unexpectedly. There is insufficient information provided to adequately investigate the event. The cause of the alleged event could not be determined. There were no similar issues reported to ge service to corroborate the reported event.